Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld computer passed all functional tests prior to distribution.

Event description:
It was reported that the battery of the handheld computer could not hold the charge for more than a few minutes despite being charged for more than 24 hours. It was reported that this had been noticed six months earlier. Review of manufacturing records confirmed that the handheld computer passed all tests prior to distribution. Return of the suspect computer is expected, but it has not been received to date.

Event description:
The suspect handheld computer and the software flashcard were received by the manufacturer. Analysis of the handheld confirmed that there were no anomalies associated with the handheld performance when using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard software found no anomalies. The flashcard and software performed according to functional specifications